Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address femoral component loosening approximately two (2) months post-operatively. No additional information is available.

Manufacturer narrative:
Cmp (B)(4). D10 - concomitant devices - persona cemented stemmed tibial component right size d catalog #: 42532006702 lot #: 66594105, persona medial congruent articular surface right 11mm catalog #: 42522100411 lot #: 64989680 g2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) - femur photographs of the explanted devices showed bony ingrowth on the femoral component. Radiographic review noted oblique femoral implant position that may have been secondary to implant loosening and migration. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.